Manufacturer narrative:
Pending evaluation.

Event description:
Revision of equinoxe shoulder components.

Manufacturer narrative:
Corrected data: catalog number and serial numbers originally were incorrect. Device catalog and serial numbers are unknown at this time. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00075, 1038671-2018-00226 and 1038671-2018-00227.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of equinoxe shoulder components.

Event description:
It was reported that on 24 jan 2018 a patient previously implanted during a total shoulder arthroplasty was revised. The date of the initial implant is unknown and the reason for the revision was not reported. No other information was available. After reviewing information on the file, it was determined that the serial numbers reported on report 1038671-2018-00227 were from the revision components and not the initial implants. Initial implant date is unknown at this time. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00226 and 1038671-2018-00227.

Manufacturer narrative:
After further review of additional information received the following sections a1, a2 thru a6 requested not provided, b4, b6 & b7 requested not provided, b5, d4 correction report 1038671-2018-00227, g1, g5, g7, h1, h2, h3 and h6 have been updated accordingly. Section h3: all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. Normal wear of the implant given the state of knowledge at the time of its design cannot in any way be considered to constitute a dysfunction or deterioration in the characteristics of the implant. Upon review of all available information, the revision of the reverse shoulder components reported in experience c2018-078 was likely the result of either wear, loosening, infection, fracture, instability, or patient-related factors. However, this cannot be confirmed because the devices were not available for evaluation and adequate information was not provided. This device is used for treatment not diagnosis. Corrected data: section d4: serial number reported incorrectly. Serial is unknown.